Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages and check therapy pad messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt the lead 2- wire in the cable was damaged in the ecgs c&d cable. The root cause for damaged cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing check therapy pad messages and adjust belt messages.